Event description:
It was reported that during implantation of an impella cp there was difficulty reaching the aortic valve. The short sheath was exchanged for a long sheath for increased movement. The 0.018 guidewire was noted to be kinked upon removal. The pigtail was inserted to re-access the left ventricle, but the pigtail was difficult to cross the aortic valve. The long peel away sheath kinked and was pulled back. The pump placement was aborted due to the patient's vascular anatomy.

Manufacturer narrative:
No product was returned for investigation. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy along with tortuous calcified abdominal aorta and pseudoaneurysm in the right iliac preventing successful delivery of impella. The cause of the guidewire kink was most likely patient condition related since patient had difficult anatomy along with tortuous calcified abdominal aorta and pseudoaneurysm in the right iliac. The guidewire passed all post sterile inspection checks.